Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The home patient (hp) had solution in the heater bag only. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The hp would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.